Event description:
It was reported approximately one year post op an adjustable band procedure, the surgeon has observed a tear on the closing mechanism. The band was explanted. There were no reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.